Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is experiencing high blood glucose. Customer performs a manual prime and changes the infusion set and reservoir; everything is fine. Customer noticed that insulin exits in a few drips. Customer is doubting that he is receiving the insulin. Customer is treating with manual injection. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Additional information was received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked battery tube threads.